Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 21nov2019 and investigated on 10jan2020. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation on the cold jaw and hot jaw are intact. The heater wire was observed to be broken from the tip and twisted, but remained attached at the base of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material twisted/bent" and not confirmed for reported failure "peeled jaw."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that when putting the cutter into the harvesting cannula it was noticed that the silicone insulation is peeled and the heater wire is detaching from the jaw tip. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that when putting the cutter into the harvesting cannula it was noticed that the jaw tip was damaged. The tip is damaged and the wire is coming out of the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.